Event description:
The customer reported that the ortho provue analyzer reported false negative results. The visual inspection of the processed gel cards showed the reactions were negative. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Customer technical support, resolved the issue with the customer over the phone. Upon further evaluation, it was determined the discrepant results were related to the testing method implied by the customer. The customer has not logged any additional calls regarding this issue, since this incident.